Event description:
Medtronic received information while reviewing the in house device registry that this bioprosthetic valve implanted one year, was explanted. The reason for explant on the bioprosthetic valve is unknown. Additional information has been requested from the hospital.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made. The reason for explant is unknown at this time, attempts to the gather that information from the hospital has been made. Should the product be returned or additional information received, a follow-up report will be submitted. Conclusion: device history review is in process, once the review is complete a supplemental report will be submitted.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.